Event description:
It was reported that no capture, high pacing threshold and high lead impedance were noted during device change out. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Please retract this MDR report number 2017865-2012-10730 as it is a non-reportable event. The pacing lead impedance measurements were within range.